Manufacturer narrative:
The radiometer investigation has not found any nonconformity with the product in in this case. On the photo provided by the customer is a visible white foreign matter inside cylinder. The matter visible on the internal surface of samplers' cylinders is erucamide. Erucamide is present "by design" and it's presence as well as amount does not influence product's performance. All of available reference samples have been checked in visual inspection. All reference samples are within specification. No issues found.

Event description:
According to the complaint on (B)(6) 2024, the nurse opened the blister, and found there was a lint in the syringe (safepico). The user replaced with a new sampler. There was no harm reported. From the data provided it is unknown if the lint was coming through the blister or if the lint was completely inside the blister.